Event description:
An axsym bhcg result of 15,500 miu/ml was questioned by a physician as being lower than expected. The pt's previous bhcg result was 51,000 miu/ml. The sample in question was retested in duplicate yielding results of 58,000 and 63,000 miu/ml. The pt was redrawn and the bhcg result was 64,000 miu/ml. No impact to pt management was reported.